Event description:
It was reported to boston scientific corporation on march 22, 2006 that a c.r.e. Balloon dilatation catheter was planned for use during an esophagogastroduodenoscopy (egd) procedure with dilation in 2006 (patient gender, age and weight unknown). According to the complainant, during procedure preparation when the device was removed from the sealed pouch it appeared that it had been previously used. The device was not introduced into the patient. Another c.r.e. Balloon dilatation catheter was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device showed evidence of having been used inside a patient and the balloon was not in the wingfolded state, which is how it is packaged. Follow up information revealed that the pouch was sealed prior to opening and there was nothing unusual encountered when opening the pouch. The cause of this complaint could not be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.